Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the while filling insulin in the reservoir, air was ingress through the o ring. The customer¿s blood glucose was unknown. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated three open and used reservoirs. Performed pre-fill reservoirs test per. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles.